Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of a broken force sensor was detected during seating or regular delivery(pump error 35). The history was checked and found the error codes of - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130), an error in the motor was detected by reading unexpected value from hall sensor(pump error 43), and drive count/time values or changes incorrect for moving or coasting. Too slow or too fast (pump error 37). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was unable to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the product will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for an alleged critical pump error (open book image) alarm and pump error 35 alarm found on the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on (B)(6) 2023 the following alarms occurred: one (1) pump error 130 mfda alarm (18:55); one (1) pump error 37 motor motion alarm (18:59); five (5) pump error 43 motor drive error alarms (17:15, 2x 18:40, 18:41, and 18:50); pump error 35 alarm (19:00) which caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. Corrosion and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, motor, motor flex tail, motor home switch, force sensor, and force sensor flex tail. The force sensor zero offset is within specification (xxx mv). Critical pump error (open book image) and pump error 35 alarms are due to moisture damage on the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) and pump error 35 alarms are confirmed due to moisture damage on the force sensor. Pump error 37, pump error 43, and pump error 130 alarms that were found in the history files are confirmed due to the moisture damage and corrosion on the hardware (motor, motor home switch, and electronics). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.